Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the patient presented with pain and a bump at the distal tibia. X-rays revealed sclerosis and extra bone formation.

Manufacturer narrative:
Additional data: b5, h10. Upon receipt and evaluation it was determined that the screw was found to not be manufactured by nuvasive. This report is no longer needed.

Event description:
No additional information has been provided.